Event description:
Patient on course of intravenous krystexxa beginning in (B)(6) 2022. Last infusion week of (B)(6) 2022. Developed necrotizing fasciitis (B)(6) 2022 in same arm as infusions. Patient was 82. FDA safety report ID # (B)(4).